Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent office mesh trimming in (B)(6) 2006 due to pain, drainage and mesh erosion and underwent debridement of mesh on (B)(6) 2006 due to fever and infection. It was reported that patient underwent mesh removal on (B)(6) 2007 due to pain and drainage. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2007 due to extrusion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01392. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced periurethral pain, vaginal pain, labial hypertrophy, and leakage. It was reported that patient underwent mesh repair of vaginal laceration on (B)(6) 2006 by dr. (B)(6). (B)(4).

Event description:
It was reported that following insertion the patient experienced periurethral pain, vaginal pain, labial hypertrophy, and leakage. It was reported that patient underwent mesh repair of vaginal laceration on (B)(6) 2006 by dr. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, difficulty voiding, pelvic pressure, protrusion from the vagina, bowel dysfunction, incontinence, incontinence with intercourse and abscess . (B)(4).

Event description:
It was reported that following insertion the patient experienced urgency, difficulty voiding, pelvic pressure, protrusion from the vagina, bowel dysfunction, incontinence, incontinence with intercourse and abscess.